Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that product was in use with pt for approx 30 minutes when pt's tidal volume decreased. The product (endotracheal tube) was examined and found to have kinked while under the pt's warning blanket. According to reporter, the tube was repositioned with no adverse effects to pt reported.